Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a scs system which includes two leads from same lot. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the two model 3186 leads were explanted and two new leads were implanted. In addition, the ipg was electively removed and replaced with a different model ipg to take advantage of newer technology. Therapy was resumed.